Manufacturer narrative:
B1 - corrected to adverse event in the initial MDR. B2 - required intervention to prevent permanent impairment/ damage should be added oto the initial MDR. B5 - corrected to: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced issues. Reportedly, "lens to be explanted because it is too big, will replace with a shorter length." In a separate visit the lens was explanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted." In the intial MDR. H1 - corrected to: serious injury in the initial MDR. H6 - corrected to: health effect impact code : 4627 in the initial MDR. H6 - corrected to: medical device problem code: 2993 in the initial MDR. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -13.0/1.0/086 (sphere/cylinder/axis) into the patient's eye on an unknown date. Reportedly, "lens to be explanted because it is too big, will replace with a shorter length." To the best of our knowledge the lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).